Event description:
It was reported that the patient experienced a low blood glucose while using the iLet, with the cause unclear and insufficient device information available. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user or guardian and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.